Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 900 mg/dl went to hospitalized for it and 8 hours later it had a low blood glucose and went back into the hospitalized. The customer was emergency medical service dispatched. Customer provides details regarding symptoms of their high blood glucose episodes such as nausea. Customer was not using auto mode. Customer stated that the cannulas kept bending and not delivering insulin. Customer troubleshooting was declined. The device will not be returned for analysis.